Manufacturer narrative:
Investigation conclusion: retention devices from the reported lot number were tested with hcg-negative clinical serum samples. Results were read at 5 and 6 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. A root cause could not be determined as retain testing did not replicate the reported issue. However, case details that a quantitative hcg measurement was not performed. Per the package insert, a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out.

Manufacturer narrative:
Correction to d4: incorrect UDI provided on initial MDR. UDI has been corrected on this follow-up.

Manufacturer narrative:
Information pending investigation.

Event description:
It was reported that on (B)(6) 2019 a (B)(6) year old patient arrived at the hospital for a scheduled hysterectomy due to pelvic pain. The patient's serum was tested on the fisher-sure-vue hcg-stat cassette with a positive result. The patient was post menopausal. After the procedure, the patient's uterus was evaluated and confirmed that the patient was not pregnant. The patient was not provided treatment nor was treatment withheld due to the hcg results, no adverse outcome. Troubleshooting occurred with a discussion about the technique, storage, handling, and specimen factors used for testing.